Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 500 (mg/dl). The customer delivered multiple boluses to address bg, however the customer's bg remained elevated. A school nurse administered 12 units of insulin via manual injection and the customer subsequently collapsed. The customer was then hospitalized and was treated with fluids. The contact alleged that the insulin on board (iob) showed 0 units, despite having delivered multiple boluses. Review of the pump data logs by tandem customer technical support (cts) showed that iob was present at the time that customer delivered the two boluses. Data review also revealed that the iob increased and decreased as expected following both boluses and pump was operating as expected. The contact acknowledged that the pump was functioning as expected. The customer was released from the hospital the same day as being admitted.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be evaluated due to a different issue that was identified.